Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy or would use an alternate pump if needed. There was no adverse impact to the customer's blood glucose level.